Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer received intermittent glucose monitor error 42. Reportedly, the customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer.